Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reported that the unit turns on and off. There was no countdown displayed and there were no alarms. This occurred while the unit was being moved around.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of turns on and off. The unit was triaged and the reported issue was confirmed. The potential root causes is a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.